Manufacturer narrative:
Date of event is estimated. Attempts to obtain additional information was not successful. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient had their system explanted on an unknown date for an unknown reason.